Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that there was a crack around the compartment that hold the reservoir. Troubleshooting was done. Customer's blood glucose was 142 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.